Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17767. It was reported the patient's t12 lead had migrated and was fractured. X-ray revealed the lead had kinked. High impedances were also noted. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. The patient's t10 lead was also explanted and replaced for better placement. Effective therapy was established post-operatively.